Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc (not available at the facility). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient stroke symptoms and embolism. A faradrive steerable sheath clear was selected for use. Per the physician, the patient had an ablation for atrial fibrillation and flutter on (B)(6) 2026. Eight days later, the patient presented to the ER on (B)(6) 2026 with stroke-like symptoms. The patient had been having symptoms for the past 4 days. The patient was admitted at the hospital, a brain MRI revealed multiple embolisms. The patient presented dizziness. The patient fully recovered and had no symptoms upon discharge. The irrigation flow was as high flow on faradrive and open drip on farawave. Ice was used as image and a clot was ruled out pre-procedure. Act was at 281. No device malfunctions were reported.

Manufacturer narrative:
Due to additional information provided, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation (disposed by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc (not available at the facility). Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a patient stroke symptoms and embolism. A faradrive steerable sheath clear was selected for use. Per the physician, the patient had an ablation for atrial fibrillation and flutter on (B)(6) 2026. Eight days later, the patient presented to the emergency room on (B)(6) 2026 with stroke-like symptoms. The patient had been having symptoms for the past 4 days. The patient was admitted at the hospital, a brain MRI revealed multiple embolisms. The patient presented dizziness. The patient fully recovered and had no symptoms upon discharge. The irrigation flow was as high flow on faradrive and open drip on farawave. Ice was used as image and a clot was ruled out pre-procedure. Act was at 281. No device malfunctions were reported. It was further reported that no further information about the devices used is available, the patient fully recovered as stated previously. The official cause is unknown.